Event description:
Four days after pt intubation, a nurse discovered the connector of the inner cannula was broken during a routine removal for cleaning. No other info was provided.

Manufacturer narrative:
The lot number of the tube is unk. Return of the tube for failure investigation has been requested. No analysis or conclusions can be drawn without the tube. If the tube is returned and failure investigation results provide significant info, a follow-up report will be submitted.